Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported that about a month ago, they noticed it had been harder to charge their implanted neurostimulator. Patient then said the other night they were using the recharger and they smelt something burning and when they looked, they saw sparks flying from the wires. Patient confirmed there was no physical damage to the cord, but said the cord had been moved around so much that there was a little hole in it and that's where the sparks were flying. Patient confirmed no injuries from recharger. A request was sent to the repair department to replace the recharger. Patient stated they are off all of their pain meds, and are fully reliant on their stimulation.

Manufacturer narrative:
H3: analysis of recharger. Model # : 97755. S/n: (B)(6). Reveled: wires are exposed near donut. No device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.